Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the meniscus repair surgery, after 2nd firing, noted the plate was pulled out(as the photo shows). The complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo and an arthroscopic image of the meniscus were provided. Upon reviewing the photo, it was observed the needle inserted onto the deployment gun, no structural anomalies can be observed. The arthroscopic image shows the plate out of the meniscus. A manufacturing record evaluation was performed for the finished device 7l40398 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. The gray trigger was not full depressed or the recommended depth positioning of the needle was not maintained, therefore, the plate did not fully trespass the meniscus tissue and it was pulled out along with the device. As per IFU 109282 at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the second implant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the plate on the omnispan meniscal repair 12deg device pulled out. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.